Manufacturer narrative:
Manufacturer's investigation conclusion: although review of the submitted log files confirmed the reported driveline communication fault, the specific root cause could not be determined. Additionally, a direct relationship between the device and the reported aortic insufficiency could not be determined. The customer reported that the patient experienced a driveline communication fault alarm while sitting in a chair at home. Review of the submitted log file confirmed a com a fault flag activated at 19:48 on (B)(6) 2023. The fault lasted for 10 seconds, resulting in the activation of the reported alarm. The log file showed the fault resolved without intervention from the user. The activated alarm was reportedly cleared by the customer and did not re-occur. No other atypical alarms were captured, and the log files appeared to show the system functioning as intended. The customer also reported that the patient has continuous aortic insufficiency and is likely in need of an aortic valve replacement. However, the patient is not currently a surgical candidate. Multiple requests for additional information were issued to the customer but no additional information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information on all system controller alarms and how to resolve them. The IFU warns that moderate to severe aortic insufficiency must be correct at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The alarms and troubleshooting section of hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them, including the driveline communication fault alarm. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a driveline communication fault spontaneously the night of (B)(6) 2023. It was noted that this alarm had occurred once before after the patient dropped their controller on (B)(6) 2022. The alarm was reset at the time and this was the first re-occurrence. The fault was reset again on (B)(6) 2023 and had not re-occurred. It was also noted that the patient had continuous aortic insufficiency that probably needed an aortic valve replacement. The patient was not a surgical candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report regarding previous driveline communication fault: 2916596-2023-04566.